Event description:
It was reported that the end user went to move forward in her unknown power chair but the chair would not move. Suddenly the power chair moved forward from the living room to an adjoining porch, hitting a wrought iron chair, and throwing end user to the floor. The power chair then rolled over the user causing a breakage in the left leg, and knee. End user was transported by ambulance to (B)(6).

Manufacturer narrative:
Model and serial number were provided. Manufacturer verified as invacare (B)(4). The DHR was reviewed, the tdxsp met specifications prior to distribution. Regular maintenance records were not provided. No further detail was received. Should additional information become available a supplemental record will be filed.

Event description:
It was reported that the end user went to move forward in her unknown power chair but the chair would not move. Suddenly the power chair moved forward from the living room to an adjoining porch, hitting a wrought iron chair, and throwing end user to the floor. The power chair then rolled over the user causing a breakage in the left leg, and knee. End user was transported by ambulance to (B)(6).